Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There was high pacing lead impedance (pli) noted on the left ventricular (lv) lead via remote monitoring. The patient presented in the clinic for follow-up and there was an increased capture threshold also noted. Diagnostic imaging was performed and no anomalies were noted. The device was reprogrammed to resolve the event and the patient was stable and will continue to be monitored.